Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for analysis as the patient was having 0 flow. It appeared that the event log file was normal until (B)(6)2026 at 10:45:47 when lower flows were captured at 10:46:12 and again at 10:46:22. The file captured motor instability left ventricular assist device (lvad) fault flags. The power also increased with flow continuing to decrease and eventually reached 0.0 lpm at the end of the file. The site reported that the system controller was exchanged but that did not resolve the issue. The pump temperatures were operating in the 44 to 46 degrees celsius range then elevated at the log file end to operate in the 49 to 50 degrees celsius range. The pump event file captured elevated rotor noise, displacement and bearing data on (B)(6)2026 between 10:45:49 and 10:56:41. The pump event file also ends with pump temperature at 50 degrees celsius. There was suspicion of pump thrombus. The pump was exchanged on (B)(6)2026.